Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
(B) (4) crm received info that this attempted dextrus atrial lead dislodged several times during positioning. Eventually, the lead was successfully implanted. However, post-implant the lead dislodged again resulting in non-capture at maximum outputs. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse pt effects were reported.